Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed safety assessment and the cord was damaged. Therefore, the reported condition that the cable of the device was broken was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cord of the motor device was damaged. It was noted that the device failed hose damage. It was further determined that the device failed pretest for check for safety assessment, loctite assessment, and visual assessment. It was noted in the service order that the cable of the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.